Event description:
It was reported that on an unknown date and year, a 31mm masters series mechanical heart mitral valve was implanted in a patient. On an unknown date, it was reported that the patient passed away. The causes of death is unknown.

Manufacturer narrative:
An event of valve was implanted and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Abbott also requested for additional information which was not received from the feild and cause of death was unknown. The cause of the reported incident could not be conclusively determined. From medical review : a patient with a history of being implanted with a 31 mm mitral mhv was reported to have died on an unknown date from unknown causes. There is insufficient information to determine the cause of death.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date and year, a 31mm masters series mechanical heart mitral valve was implanted in a patient. On an unknown date, it was reported that the patient passed away. The causes of death is unknown.